Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software; component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal fentanyl via an implantable pump for spinal pain. It was reported that the reason for the call was the patient reported connection lag issue since 2 days ago (B)(6) 2026. The patient mentioned that it took them 6-7 minutes to retrieve the pump settings then went to connect. The patient mentioned that they got "not found" then they moved the communicator to get the right spot and eventually it gave them the finish screen but they were unsure if the bolus was delivered. The patient stated that it was ending the whole session. The agent was giving instructions to the patient on how to close the app however the call got disconnected. The agent tried to call the pt two times but was unable to get through. When asked about medication, the patient mentioned they had 2; fentanyl and they were unaware of the other medication. During the call, the patient mentioned that they got 4 boluses every 6 hours. The patient called back and repeated previously documented information. The patient indicated that their personal therapy manager (ptm) device was not connecting. The patient stated that after the end of the 7 minutes it normally takes to connect, the ptm device displayed that the bolus was completed, which they found strange because it had not connected. The patient mentioned that the device had not been working for a couple of days but also stated that they were able to deliver a bolus half an hour ago. The agent had the patient go to settings to clear the data, but the patient could not find the settings. The agent conferenced with health care information technology (hcit). The patient confirmed that the bluetooth was enabled and the airplane mode was off. While troubleshooting, the handset with an hcit rep, the patient decided to end the call because they were not feeling well.